Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Concomitant medical products: 5038-58 lead , lee008727k, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after closing incision following a routine upgrade procedure, rising thresholds were noted on the right ventricular (rv) lead. The decision was taken to monitor the lead, however it was then noted on electrocardiogram (ECG) that the patient experienced cardiac arrest without subjective symptoms. Degradation of the lead was suspected. The lead was reprogrammed and then inactivated and replaced. No further patient complications have been reported as a result of this event.